Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. During final deployment it was observed that only 2 of the retainer tabs released. The patient's aortic ventricular angle was 55 degrees. The physician manipulated the wire in and out. The delivery system was rotated 180 degrees clockwise and waited, then was reversed 360 degrees. The third tab did not release. Five minutes had passed at this point. The capsule was advanced and tension was applied to the delivery system. The retainer tab did not release. Twenty minutes had passed at this point. The wire in the delivery system was exchanged to a new non-abbott wire. A balloon was loaded over the wire. The balloon was expanded in an attempt for the distal section of the balloon to put pressure on the tab region of the delivery system. The third tab released and the device was implanted. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of a separation problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during final deployment it was observed that only 2 of the retainer tabs released. Troubleshooting techniques were eventually successful in releasing the valve. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a